Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 6g magnesium bolus was initiated at the rate of 75ml/hr for a duration for 60 minutes and completed. The rn scanned a new order of continuous magnesium infusion at 2g/hr with a rate of 25ml/hr. The rn stated: "pump changed itself automatically after bolus complete to continuous dose." The rn noticed at 1615 that the bag was almost empty and stopped the infusion. The pump displayed 3g/hr, with a rate of 75ml/hr. The rn checked the patient's reflexes and lungs. A magnesium level was drawn and the result was 4.7. Mds were notified and no further orders were placed. The patient was alert and oriented with vital signs stable, no dizziness or headache, reflexes intact, and no signs of magnesium toxicity. There was no lasting harm.